Event description:
The hosp reported that while in the cath lab the pt experienced a full cardiac arrest and CPR was initiated. A bypass procedure was also attempted in the effort to save the pt. While attempting to insert a cannula when the lines were over pressurized, they noticed leakage at the connections. On start-up the console was noted to be functioning normally. After approx one minute they reported the console went to high speed and no flows were noted. Life saving measures continued, however the pt ultimately expired.